Event description:
Information received indicates that after raising the stretcher, it will go down slowly by itself. Hydraulic fluid was also found under the stretcher.

Manufacturer narrative:
The technician replaced the leaking hydraulic cylinders to repair the bed.